Event description:
It was reported that a spectrum pump over infused. The patient was receiving a bolus and there was fluid placed on a pressure bag (medication, dose, programmed amount and delivery rate unknown). . Once the bag was fully infused, it continued to deliver air down the line and into the loop of the piv. The pump did not alert that there was an air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).